Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Visualization during the procedure was difficult due to a rotated heart. The clip delivery system (cds 41120u2/58) was advanced to the mitral valve leaflets and the clip was deployed without issue. The mr was reduced to 1+ and the cds and guide were removed. The access site was stitched, but it was then observed that the mr increased back to 4+ and the clip had detached from one leaflet, remaining secure on the other leaflet (single leaflet device attachment/slda). It was confirmed that the patient was clinically stable. As the access site was already closed, it was decided to bring the patient back in 2-3 weeks for a new mitraclip procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that visualization during the procedure was difficult due to a rotated heart. The clip was deployed without issue and leaflet assessment was able to be confirmed. In this case, it is possible that the difficulties with visualization and the challenging patient anatomy of a rotate heart contributed to poor leaflet insertion, which resulted in the observed slda of the clip; however, this cannot be determined. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.